Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. E2 is health professional? Yes - correction. E3 occupation nurse. G2 report source - correction. H2: additional information - correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.